Event description:
It was reported that the physician was using a quantum 2 system and a saber 30 degree icw arthrowand. Intra-operatively the quantum 2 system display screen split, making it difficult for the physician to properly read the settings. As a result of the issue the physician decided to complete the procedure using a competitors product. The procedure was completed and no patient complications were reported as a result of this event.

Manufacturer narrative:
The patient identifier, age, weight and gender were not available.